Event description:
The manufacturer has been informed of the passing of a patient who was using a dreamstation auto CPAP device. The patient's sister has requested a return label for the device. No further details were provided, and there has been no indication that the device played a role in the patient's death. The device was returned to a third-party service center for investigation, but the evaluation is not yet complete. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.